Event description:
A (B)(6) female presented for a cardiac lead extraction of a functioning mdt sprint fidelis 6949, from the rv, indwelling x 108 months. The lead appeared to be in tortuous anatomy with 4 to 5, 90 degree bends in the lead. A 14fr spectranetics glide light laser sheath was used for ablation of lesions along the lead. When at the svc ra junction, the patient experienced hypovolemic changes and the anesthesiologist noticed fluid around the heart. Pt. Went into cardiac arrest and CPR was initiated. The patient was placed on bypass while the surgeon repaired multiple injuries along the subclavian vein, innominate vein and svc. The patient was placed on a balloon pump and transferred to ICU. The patient expired the next day. This report will be made against the glidelight laser sheath.